Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3: MFR reference report: 1627487-2019-02250, and 1627487-2019-02251. It was reported that the patient experienced inadequate pain relief. As a result, the system was explanted on (B)(6) 2019.

Event description:
Device 3 of 3: MFR reference report: 1627487-2019-02250, and 1627487-2019-02251.